Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "swelling and some nodule formation" after injection in the ck3 area with 0.5ml of juvéderm® volbella¿ with lidocaine. 24hrs after injection, patient contacts hcp with swelling around the area as well as around the eye on both sides. Skin was not discolored nor were there any signs of bruising. However on the left side hcp can palpate a small lymfnote the size of 2mm. A week after, patient contacts again and feels swollen over eyes again and on the left side under the eye ck3 area can palpate a hard lump and that the skin is red and warm. The lump on the left side is now around 2x3 cm and the skin is red and warm. No visible affect and feels as if the lump is growing and swelling worse." Treatment included aerius, betametason, antibiotics dalacin, prednisolone, and hyalase treatment. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) clarified report of "can palpate a small lymfnote the size of 2mm" as "small lymph node the size of 2mm". Hcp reported symptoms much better but not resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.